Event description:
It has been reported to philips the device failed self inspection.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitance. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after replacement of therapy capacitance was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened.